Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump began to experience high purge pressure during patient support. To counteract the noted issue, a tpa protocol was initiated. The alarm was disabled and support with the implanted pump continued. There was no patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the high purge pressure was not determined since product was not returned. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ to conform to updated procedures, section d6 & h10 were revised with updated information.